Event description:
A temperature alarm was reported by the caller. There was no reported adverse impact to customer's blood glucose level. The pump was charging at the time of the alarm, and the caller confirmed the use of tandem charging supplies. As a resolution, technical support decided to replace the pump. The caller was instructed on how to put the pump into storage mode before returning it to tandem and agreed to return the pump using a pre-paid label within 10 days. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.